Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent power after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/30/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2014 with the following findings: during investigation, a review of the black box showed an unexplained pump reboot on 04/03/2014. Prior to the reboot there was a replace cartridge alarm at 04/03/2014. The pump voltage at the time of alarm was 138. A time/date reset after the pump reboots was observed in the black box. No damage was found to the returned battery cap or the battery compartment. The battery cap was able to properly secure to the pump. The battery cap contact height and width measurements were found to be within specifications. During testing, the pump was exercised for 24 hours with the returned battery cap. No power interruptions occurred. The pump cover was removed and no evidence of internal moisture or damage was found to the power circuit. The intermittent power issue was observed in the pump history, but was not duplicated during the investigation. Unrelated to the power issue, evaluation revealed that the internal clock battery on the printed circuit board had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.